Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the experienced insulin pump was over delivering and had low blood glucose. Blood glucose reading was 120 mg/dl. Customer also stated that insulin flow blocked alarm and short amount of insulin in daily history. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The pump will not be returned for analysis.